Manufacturer narrative:
After evaluating the unit, the wiring was apparently not properly connected. The issue was resolved by one of the provider's techs.

Event description:
Provider alleges the s-drive allegedly overheated and allegedly caused the scooter to smoke.